Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, removed original head and neck. Revision due to femoral head disassociating from the neck trunion.

Manufacturer narrative:
The alleged complaint could not be confirmed. Review of the complaint, 38am5435 lot 017394109 and pha01222 lot 109u108524001, does not reveal any failure involving these implants. These implants have not been received for over 75 days; therefore, this complaint will be investigated without the devices available. No images or other medical documentation was provided to assist in the complaint investigation. Lot 017394109 was manufactured in 2007. Review of the design history record (DHR) for this subject manufacturing lot indicates that this implant was manufactured to specification. It is unknown when lot 109u108524001 was manufactured, or if it was manufactured to specification because mpo was unable to locate the DHR for this lot. There are no trends for these implants and failures. Without more information, it is not possible to confirm the alleged failure, or to determine the cause of the alleged failure. According to the mpo hip systems package insert (150803-9) ?prior to assembly, surgical debris and fluid must be cleaned from the interior of the female seat to ensure proper locking. Ensure components are firmly seated to prevent disassociation.? It also states ?periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. Periodic post-operative x-rays are recommended for close comparison with early post-op conditions to detect long term evidence of changes in position, loosening, bending, or cracking of components.? Mpo will continue to monitor this issue through complaint tracking.